Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
"I think I have swallowed it." [Accidental device ingestion]. "Addicted to polident." [Addiction]. "I use polident 3 times a day." [Device used for unapproved schedule]. This case was reported by a consumer via call center representative and described the occurrence of device used for unapproved schedule in a female patient who received double salt dental adhesive cream (polident denture adhesive cream fresh mint) cream (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started polident denture adhesive cream fresh mint. On an unknown date, an unknown time after starting polident denture adhesive cream fresh mint, the patient experienced device used for unapproved schedule and product complaint. The action taken with polident denture adhesive cream fresh mint was unknown. On an unknown date, the outcome of the device used for unapproved schedule and product complaint were unknown. It was unknown if the reporter considered the device used for unapproved schedule to be related to polident denture adhesive cream fresh mint. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. The adverse event information was reported by consumer via call centre representative (phone) on (B)(6) 2022 and consumer reported that " please call me back because I have a question. I want to ask about polident. After 4 hours of using it, this product should be re applied. It is not consistent with the description, saying that it will stay for 8 or even 12 hours, please let me know how to make it stay longer. Polident 3d hold fresh mint 60 gram. I cannot read the expiration date and the lot number. They are too small. After years of using it, is it okay to swallow it? I did not feel any side effects. I once found polident 3 minute in (pharmacy). Should I use the product for my denture? New info: I use polident 3 times a day as it does not stay long." Follow-up information was received on 05apr2022 from quality assurance (qa) department regarding product quality complaint with case number (B)(4) for unknown lot number. Pqc evaluation: denture adhesive creams are specially formulated to form a tight seal and provide a firm hold for dentures. The combination of the duo salt and carboxymethylcellulose in the product provides the adhesive strength that helps hold dentures in place. Gsk denture adhesives have been shown to be effective in providing 12 hours hold across multiple randomized clinical trials. The complaints received for the reason code cpe dnt hold are of a common / expected nature for the fixative paste formulations. Prior to the generation of a cim, each 'lack of ability to function', 'product does not hold' and 'poor adhesion' custom complaint was individually investigated whereby the complaint sample was tested for the percentage of active ingredient. A batch documentation review was also performed to verify that there were no issues during the manufacture or packaging of the batch. Each investigation verified that the concentration of active material was within specification and that the product had been manufactured appropriately and complied with all required quality standards. Response to consumer: the concentration of "active" ingredient in the lot/product in question was within specification and met all requirements of the release specification. All of the documentation pertinent to a specific lot of finished product is contained in a [?]batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed and approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. As with any product, it is expected that the consumer may have different experiences based on various individual factors like the fit of the denture and the oral anatomy of the denture wearer, that may determine the performance of the denture adhesive. Complaint conclusion: unsubstantiated. Follow up information was received by consumer via interactive digital media (instagram) on 03oct2022. It was reported that; "I often have complaints regarding the use of polident. I have been using polident for a long time, and it's not the first time I'm calling. I have called several times. The product is not up to par with what is advertised on tv. According to what is advertised on tv, this product will hold for 12 hours, but in my experience, in using polident for several years, I use it once at breakfast time. When lunchtime arrives, it gets loose, and I have to clean up my denture, so I have to re-apply this product at noon and afternoon. So, I have to apply this product three times a day. So, the use of this product becomes wasteful and it runs out quickly. Add-on, my favorite sport is swimming. I wear snorkel gear while swimming, and in around 1 hour, I have to go to the toilet to add-on, not to add-on but to re-apply the product, I have no idea whether it is caused by the pool water, not. It is according to my schedule for eating, morning, noon, and afternoon. It is gone where the polident; I think I have swallowed it. It happens every day; my daily activities are like this. My full name, my phone number. Ugh, it is wasteful. I only want to ask, why does the packaging sometimes look different? I have emailed this question but have not sent it to the email address provided to me during our conversation on sunday and saturday. I figured maybe the office was closed. I didn't even throw away the packaging. I opened the packaging on 20 august and wrote on it. On 12 september, I opened another packaging, and on (B)(6) 2022, I opened another packaging again. I bought this product online; it was my mistake; actually, I wanted to order the fresh mint flavor, but maybe I typed incorrectly, the delivered product was flavor free, and I think it is not suitable for me because it didn't stick at all. I finished (using that particular product) a long time ago. That's why my children always remember to buy the fresh mint flavor for me. But I noticed something different on the packaging. The word "polident" on the packaging sometimes looks big, but sometimes looks small. There is a red line with the text "strong all-day hold" on the left side. While for the packaging I opened on 2 october, I didn't see the text "strong all-day hold", but the word "polident" looked bigger. My children bought it online. I already guessed that the packaging was old as the word "polident" looked bigger. Yes, I understand, as long as it's not a counterfeit product. The packaging problem has been solved. My question is, why does the product not hold for 12 hours? Where can I send the photo, picture? I sent them via email a couple of months ago. I wanted to find out why I always reapply the polident glue before eating. In other words, it is too wasteful. Before this phone call, my previous phone call; was received by male staff, I forgot his name, he said that comes from (B)(6) , but I forgot his name. So, the problem wasn't solved. I think that my question wasn't solved completely. It was a long time ago; at what age was that; now, I am almost 70 years old. I just used polident recently; this product has been out of stock all over the country (B)(6) ; I tried to find it in pharmacies, dental equipment stores, etc. Please don't only say thank you; I need a clear answer too. I am an old woman and I am in trouble. Once while driving I remembered that I left my polident, then I went back as I am addicted to polident. I will never stop using polident until I die. Particularly when I swim and wear a snorkel gear, where is the polident, where does it go? I really need the solution, what should I do? I have consulted with my dentist, and he, she said that I need to be prepared financially, I need to have polident stock in hand, and I should never run out of it, that was all my dentist said. In addition, what if I use this product while snorkeling in the sea, is it safe if it's exposed to seawater? I have to apply it three times a day. One more question, how much polident do I swallow every day, will it affect my health and not? Yes, at this age, I want to enjoy my life, I don't want any risk. I was born in 1953, just celebrated my birthday on last (B)(6). The date has passed. One more thing, I really want to communicate through whatsapp. This is a call like this to (B)(6) , how do you do it? Thank god. Oh ok, so it is safe. I don't understand those methods of communication, I only understand whatsapp. I would be grateful if we can communicate through whatsapp." As per the fu information new suspect drug polident denture adhesive, flavor free was captured with denture wearer as indication and unknown action taken.new events accidental device ingestion and addiction were added with unknown and yes as causality respectively. Consumer age was reported as 69 years. Follow up information was received on 03oct2022 from quality assurance department regarding complaint (B)(4) for unknown lot number. It was reported that; "denture adhesive creams are specially formulated to form a tight seal and provide a firm hold for dentures. The combination of duo salt and carboxymethylcellulose in product provides the adhesive strength that helps hold dentures in place. Gsk denture adhesives have been shown to be effective in providing 12 hours hold across multiple randomized clinical trials. The complaints received for the reason code cpe dnt hold are of a common and expected nature for the fixative paste formulations. Prior to the generation of a cim, each lack of ability to function. Product does not hold, and poor adhesion custom complaint was individually investigated whereby the complaint sample was tested for the percentage of active ingredient. A batch documentation review was also performed to verify that there were no issues during the manufacture and packaging of the batch. Each investigation verified that the product had been manufactured appropriately and complied with all required quality standards. Response to consumer: the concentration of active ingredient in the lot and batch in question was within specification. All of the documentation pertinent to a specific lot of finished product is contents of each batch envelope is reviewed and approved by the site quality development to verify that there no significant quality issues recorded during manufacturing, packaging and testing. This review also verifies that all test results meet specification requirements. As with any product, it is expected that the consumer may have different experience based on various individual factors like the fit of the denture and the oral anatomy of the denture wearer, that may determine the performance of the denture adhesive. The investigation report concluded that complaint stands unsubstantiated." Follow up information was received on 03oct2022 from quality assurance department regarding complaint (B)(4) for unknown lot number. It was reported that; "denture adhesive creams are specially formulated to form a tight seal and provide a firm hold for dentures. The combination of duo salt and carboxymethylcellulose in product provides the adhesive strength that helps hold dentures in place. Gsk denture adhesives have been shown to be effective in providing 12 hours hold across multiple randomized clinical trials. The complaints received for the reason code cpe dnt hold are of a common and expected nature for the fixative paste formulations. Prior to the generation of a cim, each lack of ability to function. Product does not hold, and poor adhesion custom complaint was individually investigated whereby the complaint sample was tested for the percentage of active ingredient. A batch documentation review was also performed to verify that there were no issues during the manufacture and packaging of the batch. Each investigation verified that the product had been manufactured appropriately and complied with all required quality standards. Response to consumer: the concentration of active ingredient in the lot and batch in question was within specification. All of the documentation pertinent to a specific lot of finished product is contents of each batch envelope is reviewed and approved by the site quality development to verify that there no significant quality issues recorded during manufacturing, packaging and testing. This review also verifies that all test results meet specification requirements. As with any product, it is expected that the consumer may have different experience based on various individual factors like the fit of the denture and the oral anatomy of the denture wearer, that may determine the performance of the denture adhesive. The investigation report concluded that complaint stands unsubstantiated."